Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone when an occlusion was present proximal to the device. Further testing found sticky contamination on the proximal pressure sensor pin. The contamination prevented proper movement of the pin; therefore, the device did not detect changes in pressure. The probable cause of the device not alarming when a proximal occlusion was present was due to contamination on the proximal pressure sensor pin. The contamination is a result of use in the customer environment. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info provided.